Manufacturer narrative:
The fse replaced the blower assembly to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the ventilator alarmed vent inop due to air valve liftoff failure. There was no patient involvement.